Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: united states.